Event description:
It was reported that the device has keypad problems. The channel select and restart keys are not working. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
It was reported that the device has keypad problems. The channel select and restart keys are not working. No additional information was provided. There was no patient involvement. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has keypad problems. The channel select and restart keys are not working. No additional information was provided. There was no patient involvement.